Event description:
The device was connected to the patient and the patient then diagnosed with asystole or fine ventricular fibrillation. A decision was made to deliver device defibrillator energy to the patient. Reportedly the device would not recognize that the standard paddles were attached and would not charge as a result. The patient was not resuscitated. A witnessing paramedic stated the patient outcome was not affected by the discrepancy and indicated this was due to a lack of patient viability.